Manufacturer narrative:
(B)(4).

Event description:
The nurse stated that they received questionable results from coaguchek xs professional meter serial number (B)(4). At approximately 11:00 am, the results from the meter were 5.8 inr, 4.3 inr, and 3.9 inr. All of the results were within 5 minutes. The result in the laboratory was 3.16 inr. It was unknown if the method was dade innovin. There was no allegation of an adverse event. The patient is anemic, no heparin therapy, no antiphospholipid antibodies, and no direct thrombin inhibitors. The patient has had no changes in dosage, no new medication, no diet changes, and no additional illness. The patient has had no abnormal bleeding or bruising. The nurse assumed the qc checkmark was present. The therapeutic range was 2.0-3.0 inr. The customer's product was requested for investigation and replacement product was sent to the customer. Relevant retention test strips (lot 216749-15) were tested in comparison with the current master lot coaguchek xs pt test strip lot. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable. The results of 4.3 inr and 3.9 inr were found in the meter memory. The result of 5.8 inr was not confirmed in the meter memory. The customer's returned meter and strips were tested in comparison to a retention meter and masterlot strips. Two human blood samples from warfarin donors and internal reference meters were used. Donor #1 inr: 2.9 inr donor #2 inr: 2.5 inr donor #1 hct: 56% donor #2 hct: 46% testing results: donor #1: master lot: 2.9 inr donor #1: customer meter and strip: 3.1 inr donor #2: master lot: 2.5 inr donor #2: customer meter and strip: 2.5 inr all inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet the specification. None of the given treatments/medications are currently known to interfere with the accuracy of the test results. The investigation was unable to find a definitive root cause.